Manufacturer narrative:
The device history record for lot 20036349 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 06 aug 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported the patient was "status epilepticus so decided to I+v [intubate and ventilate]. Prepped ett [endotracheal tube] size 8.0 tube, cuff checked prior to intubation and was inflating well. Once intubated, attempted to inflate cuff but kept on deflating with audible cuff leak." Patient was not injured, but had to be reintubated and was reported to be stable.